Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sedr01 implantable pulse generator (ipg), implanted: (B)(6) 2007; 4968 implantable pacing lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had low impedance, noise and underwent a polarity switch. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.